Manufacturer narrative:
(B)(4). Date sent: 1/26/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 255c50, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Could you please clarify if there were any patient consequences? -no consequence. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? -no change.

Event description:
It was reported that during an unk procedure, the cartridge was found damaged when installing. Changed the new one to complete surgery. No additional information could be provided. No patient consequences reported.